Manufacturer narrative:
The patient remains on support with the replacement pump. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with two paracorporeal vads for bi-ventricular support. It was reported by the surgeon that a crack was observed on the surface of the tube between the y-connector and the housing of the ventricle on both the rvad and lvad pumps. Loss of air pressure via the tube was reported and the hospital team subsequently made a decision to exchange the pumps.